Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00078.

Event description:
1 of 2 reports. A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp slipped. Additional information was received on 10may2018 indicating that on (B)(6) 2018, the device was used on a craniotomy for arteriovenous malformation (avm) procedure. The patient was in supine position and did not repositioned at any time during the surgery. The patient incurred a wound laceration which was then stapled. The length of time the device was in use was six (6) hours before the event occurred. There was a 20-minute delay due to product problem which did not cause an impact to the patient. The device was replaced.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. The device history record review at this time - no lot # has been provided, the product was in-serialized made prior to 2012. The complaint reported cannot be confirmed. No issues observed. The root cause is undetermined at this time.